Event description:
Additional information indicates the device was explanted on an unknown date.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Troubleshooting was attempted to no avail. In turn, surgical intervention may be pending.